Event description:
It was reported that the irc5po2v concentrator was repaired in (B)(4) 2014 due to noise. When dealer received unit back in (B)(4) 2014, the unit has low o2 and is not alarming right out of the box.